Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that a left ventricular (lv) lead dislodgement was confirmed via x-ray. The patient observed some phrenic nerve stimulation due to the dislodgement. It was noted that the right ventricular (rv) lead had also micro-dislodged but was fully functional. A revision procedure was performed where the lv lead was explanted and a new lead was successfully implanted. During the revision procedure slack was added to the rv lead. The lv lead also had high threshold measurements over the life of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.